Event description:
It was reported that during or post a coronary drug eluting stenting treatment procedure, bleeding occurred. The pt experienced bleeding with taxus express2 stent. It is unknown if the bleeding occurred during the procedure or post the procedure. During another stenting treatment procedure after the initial procedure the physician was notified of this event and did not pursue using a taxus liberte stent. Pt status reported as "fine". Additional info was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.